Event description:
It was reported that, after a tka had been performed, the patient complained of pain. A revision surgery was conducted to address this event: the surgeon noticed that the patella was loose and the knee was also medially loose. The patella was bone-grafted and a new thicker insert was implanted. The patient¿s current status of health is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/medical team concluded, this case reports a revision tka was performed due to pain. It was discovered intraoperatively that the patella was loose and the knee was also loose medially. Per email correspondence, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision and the clinical root cause of the loosening cannot be determined. Due to the limited information provided, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.